Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe non sterile 50ml experienced product damage/deformed stopper. The following information was provided by the initial reporter: syringes 50 ml (ref. 300223) have the stopper deformed along the barel. The plunger within the barel is also damaged and folded. The barel of the syringes are also damaged with burrs.

Event description:
It was reported that an unspecified number of syringe non sterile 50ml ll experienced product damage/deformed stopper. The following information was provided by the initial reporter: syringes 50 ml (ref. 300223) have the stopper deformed along the barel. The plunger within the barel is also damaged and folded. The barell of the syringes are also damaged with burrs.

Manufacturer narrative:
Investigation: it has been received 19 samples of 50ll and 4 pictures for investigation.upon visual inspection of the samples received it can be observed: 1 syringe with stopper distorted against barrel walls, 1 syringe with thumb press broken; 1 syringe with retaining ring of plunger broken, 2 syringes with damaged barrel (at 20ml mark of the scale) and the other 14 samples have the plunger nerves bent. A device history review was performed for reported lot 1901351, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these incidents. It was determined the distorted stoppers occurred due to improper alignment of the plunger/stopper to the barrel during assembly. Marks noted on the damaged barrels indicate that the cracks were a result of the barrel becoming jammed in the transfer wheels. Based on the available information, we could not identify a root cause related to the broken thumb press. Our manufacturing personnel routinely inspect the product visually and functionally in order to reduce any defects with our products. A project has been initiated to further investigate these issues further.